Event description:
It was reported that during a trauma case, a tourniquet cuff lost pressure and the patient died. The account stated that they were using a zimmer pump, but cannot be sure if a stryker cuff was used. The account does not directly relate the loss of cuff pressure to the death of the patient.

Manufacturer narrative:
The cuff was not returned to the manufacturer, and was disposed of by the account. It is unknown if the cuff was a zimmer or a stryker cuff. The account stated that the pump used during the procedure was old, and in need of replacement.